Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) ¿ the dentist reported that 10 years and 7 months after the dental implant was installed in intraoral region 13#, its loss of osseointegration was observed. Moreover, 35n.cm of primary stability was achieved, the patient presented bone type ii, immediate implant was performed and immediate load procedure was done.